Event description:
Device malfunction: difficult to deploy/failure to deploy. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, friction was felt when pulling the plunger back, to park the foot against the arterial wall. The needles were caught in the device and the needles could not be deployed. The device was removed, and a second proglide device was used to achieve hemostasis. There were no adverse patient effects reported. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete.